Event description:
It was reported that a patient underwent a hysteroscopic myomectomy electrosurgical procedure on (B)(6) 2012. During use, 40 minutes into the procedure, the patient&apos;s end tidal co2 dropped and a fluid deficit of over 2 liters suddenly occurred. The total saline in was 5660 cc. The total saline out was 3210 cc which is a deficit of 2450 cc using a fluid monitor. The anesthesiologist reports that the generator was turned to maximum power settings. The patient became tachycardic and unstable. The anesthesiologist requested that procedure be immediately aborted, it was 75 percent complete. The patient stabilized over the next 20 minutes and was sent to the recovery room where she recovered uneventfully. The patient is stable at this time. The anesthesiologist opines that the patient had a gas embolism. The patient will be observed for a few months and a hysterectomy will be considered in the future if needed.

Manufacturer narrative:
(B)(4) - fluid overload occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.